Manufacturer narrative:
The culture report was reviewed and there is no documentation that indicates a causal relationship between the delflex and the peritonitis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported being diagnosed with peritonitis during a peritoneal clinic visit, on (B)(6) 2015. The patient's peritoneal dialysis nurse reported that on (B)(6) 2015. Effluent expressed from the peritoneal dialysis catheter was cloudy so a culture was sent. The nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the patient was administered vancomycin 1 gram every three days intraperitoneal route, and fortaz 1 gram every day intraperitoneal route. The patient is educated on how to bypass cycler settings and perform manual treatments if needed, no peritoneal dialysis treatments were missed. As of (B)(6) 2015, the patient continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues. The patient did not complete there round of antibiotic therapy, and it is unknown if the patient's signs and symptoms of peritonitis have resolved. The sample was discarded.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. An investigation of the manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.